Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon evaluation, the monitor was found to have contamination on the j1002aa and j1003aa components on the defib board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor intermittently failed functional testing.